Manufacturer narrative:
The sample was discarded by the customer.

Event description:
A customer contacted baxter's technical service center regarding a system error 240 alarm that appeared on the homechoice (hc) unit during drain. The pt line became disconnected from the transfer set. The technical service rep (tsr) explained the message. The home pt (hp) would start over again using new supplies. There was no pt injury or medical intervention indicated at the time of this report.